Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failures alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly.

Event description:
The customer reported via phone that the insulin pump had received twice hardware low level failures alarms. Customer's blood glucose value was unknown. Customer was able to successfully clear the alarm. Customer was able to rewind the insulin pump. Customer states insulin pump was not exposed to a high magnetic field. Customer states alarm occurred during basal delivery. The customer performed self-test and displacement tets and both the test passed. The customer reported that fill cannula was recorded in daily history. Customer was advised to revert to the back-up plan. The device will be returned for analysis.